Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest and that it progressively got worse while wearing the lifevest. The patient physician recommended keeping the area dry and applying lotion. The patient indicated this did not help. The patient ended use of the lifevest as her heart functioning has improved. The outcome of the rash is unknown.